Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip clamp pickup k0 and k1 positions were out of adjustment. The k0 and k1 positions were corrected. The instrument was tested without further problem and returned to service.